Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad buttons of spectrum pump had 0, 1 and 2 not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, the keypad numbers 0 and 1 were working intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.